Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16501 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off events during doing physical activities on date 01-may-2024. The infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.